Manufacturer narrative:
No complaint was received with the return of the device. A failure event observed during analysis.the lead was returned with no reported event. A complete lead was returned in two pieces. An external insulation abrasion was found at the distal region of the lead breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion is due to friction to another device or feature of the patient anatomy. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.